Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the preloaded intraocular lens (iol) looked crooked in the inserter system when trying to insert into the patient's right (od) eye. Only the cartridge tip came into contact with the patient's eye. There was no harm or injury to the patient. No further information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr 27 2022 section h3. Device evaluated manufacturer? Yes . Device evaluation: the complaint lens was observed stuck in the cartridge of the handpiece with both haptics folded incorrectly. No assembly issues were observed before and after disassembling the handpiece. The lens was soaked in the device for removal and lens damage (bent) and haptic damage (bent) were observed. The complaint issue "dc-lens damaged" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.